Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a twist on the inflation and crimp balloon and a longitudinal balloon burst along the entire length of the balloon. No missing balloon pieces were reported. Review of the provided 3mensio revealed calcification present around the annulus, specifically on the stj, sinus of valsalva (sov) and leaflets. Calcification was also present in the access vessels. Due to the nature of the complaint, no functional testing was able to be performed. Dimensional analysis of the balloon single wall thickness along the edges of the balloon burst was performed. All measurements met specification. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Complaint history review from november 2019 to october 2020 for the commander delivery system (all models and sizes) revealed other complaints for the associated root cause/ evaluation codes. No manufacturing non-conformances were identified. Available information suggests that patient (calcification, tortuosity, high angle of root, pre-existing stent) and/or procedural factors (over-inflation of balloon, reused device, non-coaxial flex catheter, flex tip not retracted during deployment, rapid balloon inflation) may have contributed to the complaint events. Per the instructions for use (IFU) and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the inflation balloons undergo multiple visual and dimensional inspections. The fine adjust knob and locking collet assembly undergo multiple inspections and testing. During final inspection, the device undergoes 100% distal to proximal visual inspection by both manufacturing and quality. Functional testing is also performed. Additionally, product verification (pv) testing is performed on a sampling basis. The commander delivery system also undergoes functional pv and visual pv testing on a sampling basis. These inspections and test during the manufacturing process support that is unlikely that non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed. No manufacturing non-conformances were identified in the returned sample as the balloon wall thickness measurement met the specification per drawing. A review of device history record, lot history, complaint history, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. As reported, patient had ¿the balloon of the commander delivery system ruptured with about 6 ccs left in ql 38 per operator.¿ per the case notes, moderate calcification was present in the landing zone. Presence of calcification in the annulus and leaflets, as seen in the provided imagery, can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Moreover, from the case notes it was noted that additional 10cc was added to the inflation volume. The prescribed nominal inflation volume is provided in the IFU. It is likely that the balloon burst once the balloon past the target fill volume. It is possible that these two factors combinedly contributed to the event. Available information suggests that patient factors (calcification) and procedural factors (over-inflation of balloon) may have contributed to the reported balloon burst during valve deployment. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, during the deployment of a 26mm sapien 3 ultra valve in the aortic position, the commander delivery system balloon burst. It was reported that the delivery system had been prepared with nominal plus 10cc of fluid. Approximately 6cc remained in the inflator device when the balloon burst occurred. The valve landed in a final 100:0 aortic/ventricular position with mild paravalvular leak (pvl) in two places around the valve. The valve appeared to be fully deployed and no post dilation of the valve was performed. It was perceived that the additional volume in the inflation device contributed to the final deployment position of the valve. No injuries to the patient were reported. At the time of the event, the patient was in stable condition. Per the 3mensio report, the native annular diameter measured 22.6mm x 29.6mm by CT with a valve area of 531.4mm2. Moderate valvular calcification was reported. The valve remains implanted in the patient. The delivery system and esheath were returned to edwards for evaluation.